Manufacturer narrative:
Terumo conducted an evaluation into the reported event and could not confirm an anomaly/malfunction with respect to the gas transfer membrane (hollow fibers) that facilitates gas transfer during bypass surgery. This investigation included gas transfer analysis and other performance assessments. The gas transfer testing revealed that the device met the existing performance criteria. Terumo submits that often, bench testing of a device during an investigation is not always capable of replicating actual clinical experiences since pt conditions and other complex variables can be contributory to performance related anomalies. It is possible that the pt's condition and/or blood hemodynamics could be variable conditions that are contributory to the performance related event reported by the user facility. Note: while the user facility reported that there was no injury and/or impact to the pt as a result of the event, terumo cardiovascular recognizes that when an oxygenator is replaced during surgery, there will be some blood loss (estimated at 100 cc +/-). Terumo recognizes that blood loss could be reported as a (blood loss).

Event description:
On (B)(6) 2009, the user facility ((B)(6) hospital) reported that during a cardiopulmonary bypass surgical procedure, the surgical team experienced difficulties in attaining adequate oxygenation of the pt's blood. This was reported as a performance matter. The user facility reported that the device was changed out and the procedure was completed without further incident. It was reported by the user facility that the pt was not injured as a result of this event.